Event description:
Approx ten mos postoperative, a distal locking screw was found broken. The broken screw was explanted. This event did not cause an adverse consequence to the pt or a surgical delay.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that the cause of this event is not associated with the device but rather is pt related.